Event description:
It is reported that the pt is experiencing left knee clicking and a popping noise.

Manufacturer narrative:
Information was received form a consumer who is not required to complete form 3500a. Evaluation summary: the primary operative notes state there were no complications and that with trial components, excellent stability and range of motion was achieved. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. A definitive root cause cannot be determined with the information provided. However, the complaint may be reviewed upon return of x-rays and/or product or further information. The device history records were reviewed, indicating the devices were manufactured, inspected, and packaged to specifications.